Event description:
An elderly patient with femostop compression device applied to thigh. Red tab removed from device. Nurse noted that the number on the monitor registered 100mm/hg. Nurse pumped the device to achieve pressure for hemostasis/groin management of hematoma. The patient then experienced a drop in bp. Rn released pressure on femostop from 125 to 86. Patient was fluid resuscitated and blood pressure increased. When the nurse attempted to remove the device she opened the white clip on the device and turned the knob on the bulb completely to the left to deflate. The dome of the device would not deflate. The device was removed from the patient and the nurse attempted to remove the air from the dome. Dome would still not deflate. New device applied. The rn placed the device in an office and two days later pressure still read 18 mm/hg.====================== health professional's impression======================the device would not deflate.====================== manufacturer response for femostop gold, femostop gold======================manufacturer sent representative from sweden to review